Manufacturer narrative:
Date of report : 03jun2019, date rec¿d by MFR : 31may2019. The reported difference between oxygen and exhalation flow sensor was duplicated. Contamination were found on the heated film element of the air flow sensor that will result flow readings not accurate. No fault was found on the returned oxygen flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The service engineer (se) inspected the device and found that the flow sensors were greater than 20 l=liters per minute (lpm )of each other and will not pass the extended self test. The se replaced the air/exhalation flow and oxygen flow sensors to address the issue.

Event description:
It was reported that the ventilator had a flow error with the oxygen flow accuracy test. No patient harm reported. Event date not specified; estimate used.